Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a clearlink y-type blood/solution set leaked from two locations during infusion. The reporter stated that the set was leaking from the tubing connection to filter chamber and at the luer lock adaptor connecting to the patient's IV. There was no patient injury or medical intervention associated with this event. No additional information is available.